Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to authenticate. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist (tss) identified that the full synchronization process was failing and initiated a purge of the table. The tss connected to the server database and found that maintenance services were stalled due to a network issue. The tss restarted the services and observed that the purge queue had exceeded two million records and continued to increase. The tss stopped the purge selection to clear the current queue; however, the purge process continued to fail. The tss followed up with the field service engineer (fse) and determined that the server had been updated to version 1.11 while the station remained at version 1.6. The tss confirmed that the issue was resolved after the station was manually reimaged to version 1.11 and obtained permission to close the case. The system functioned as intended after technical support specialist and field service engineer resolved the issue.